Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer changed the transmitter to resolve the issue and resume insulin delivery. Customer's blood glucose (bg) level ranged from 52 mg/dl to 367 mg/dl; cause for the low bg was unknown. Customer consumed carbohydrates to address low bg.